Event description:
Additional information was provided on 30jan2026. The patient's vessels were not calcified in the area where an endoleak was noted. There was no significant tortuosity of the distal aorta, iliac arteries and/or femoral arteries. The physician was able to land the devices in the planned target zone. The zenith flex with spiral-z technology aaa endovascular graft iliac leg rpn: zsle-11-74-zt was implanted on the left and the zenith flex with spiral-z technology aaa endovascular graft iliac leg zsle-20-90-zt was implanted on the right. The patient was given heparin during the procedure. It is unknown if the patient was prescribed any regimen of anticoagulant or antiplatelet medication after placement of the grafts. No additional procedures or treatments were completed. No part of the procedure was performed off-label or out of the patient selection criteria.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Additional information: a2, a3a, b5, d4 (lot, catalog number, model, expiration date, UDI), h4. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that there was a type 1b endoleak on a cook zenith flex with spiral-z technology aaa endovascular graft iliac leg. The patient underwent a fenestrated endovascular aortic repair procedure on (B)(6) 2026. During the procedure the following cook devices were implanted: zenith fenestrated aaa endovascular graft proximal body, rpn: zfen-p-2-30-124-r, zenith fenestrated aaa endovascular graft distal bifurcated body, rpn: zfen-d-12-28-76-c, zenith flex with spiral-z technology aaa endovascular graft iliac leg, rpn: zsle-11-74-zt, zenith flex with spiral-z technology aaa endovascular graft iliac leg, rpn: zsle-20-90-zt. At the conclusion of the procedure, it was reported that there were numerous type 3 endoleaks in the zenith fenestrated aaa endovascular graft proximal body and the zenith flex with spiral-z technology aaa endovascular graft iliac legs. Imaging was provided, and an internal review of the imaging identified a type 3a endoleak between the zenith fenestrated aaa endovascular graft proximal body and the zenith fenestrated aaa endovascular graft distal bifurcated body as well as a type 1b endoleak on the zenith flex with spiral-z technology aaa endovascular graft iliac leg placed on the right. Additional information regarding the event and patient outcome has been requested but is currently unavailable. The focus of this report is the type 1b endoleak on the zenith flex with spiral-z technology aaa endovascular graft iliac leg placed on the right.

Manufacturer narrative:
H3 - device evaluated by mfg? The device will not be returned to the manufacturer, as the device remains implanted. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.